Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of magnesium sulfate. Per report, 2gm magnesium sulfate in 50ml water ordered to be administered over 2 hours. Tubing was primed and placed in pump. Pre-programed dosing was selected, and infusion was initiated. Thirty (30) minutes after medication was started the pump indicated that the bag was empty. The screen on the pump indicated 37.5ml was stil to be infused; however, the bag was empty. The patient was on telemetry monitor throughout; no adverse effects were noted during remainder of stay. There was patient involvement however no harm. Additional information provided: prior to this infusion potassium (k+) 10meq/100ml was running through the same pump and lasted the expected 60min.

Event description:
It was reported an over infusion of magnesium sulfate. Per report, 2gm magnesium sulfate in 50ml water ordered to be administered over 2 hours. Tubing was primed and placed in pump. Pre-programed dosing was selected, and infusion was initiated. Thirty (30) minutes after medication was started the pump indicated that the bag was empty. The screen on the pump indicated 37.5ml was stil to be infused; however, the bag was empty. The patient was on telemetry monitor throughout; no adverse effects were noted during remainder of stay. There was patient involvement however no harm. Additional information provided: prior to this infusion potassium (k+) 10meq/100ml was running through the same pump and lasted the expected 60min.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: date of event, initial reporter phone #, initial reporter occupation, report source other. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the over infusion of magnesium sulfate was confirmed and replicated, and it was caused by one lifted bezel boss insert on the top left of the bezel assembly. Internal inspection of the bezel assembly found that the top left bezel boss insert being lifted. The bezel assembly date code was noted as november 2019 (not recall affected). All inspected parts were manufactured by bd. However, the presence of tamper-evident torque cement on the two (2) required mechanism screws on the bezel confirmed that it had not been altered after bd production or the san diego repair center. After testing, it was necessary to temporarily replace the bezel assembly on the suspect with a known good dchu bezel, laboratory test results confirmed the suspect pump module was within specification for unregulated flow and rate accuracy (1.08% error). The module operated as intended, with no signs of unregulated flow observed. The bezel material was determined to be manufactured with valox, with the date code 11/19 (november 2019), and was not impacted by the bezel boss recall. Occluder spring functional test observed no issues, and all tests passed, indicating the occluders and spring were functioning as intended. A review of the pump module error and event log showed no records on the reported event date. Review of the pcu event log, on july 14, 20525 at 11:29 pm, the pcu was powered on, the profile in use as identified as ¿critical care¿. At 11:40 pm, on channel b a guardrails drugs magnesium sulfate I was programmed for a two (2) hours duration with the following parameters: drug amount of 2 grams, diluent volume of 50 ml, concentration of 0.04gram/ml, rate of 25 ml/h, volume to be infused (vtbi) of 50 ml and dose of 2 grams. On july 15, 2025, at 12:11 am, the suspect pump module alarmed ¿air-in-line¿. Then the user pressed channel off with a primary volume infused (pvi) of 12.511 ml. Between 12:16 am and 12:18 am, the user selected channel b and restored the infusion. The suspect pump module alarmed ¿air-in-line¿. The user pressed channel off with a pvi of 12.591 ml. At 12:23 am, the user selected channel b and restores the infusion. The user pressed channel off with a pvi of 12.591 ml. The alaris¿ system user manual (v12.3.2), states: do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaristm system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (see inspection requirements on page 366). The device cases should only be opened by qualified personnel using proper grounding techniques. The administration set was requested but was not returned; therefore, it could not be inspected or tested. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the bezel assembly as it was disassembled during the investigation. Please replace the door latch assembly. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported over-infusion of magnesium sulfate was confirmed and is being attributed to a lifted top left bezel boss insert in the bezel assembly. Note that this report lists imdrf annex a09, a040502, a0401, a1801, c07, c0503, c23, c0601, d15, d08, d11, g04100, g04090, g02017, g0405206, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of magnesium sulfate. Per report, 2gm magnesium sulfate in 50ml water ordered to be administered over 2 hours. Tubing was primed and placed in pump. Pre-programed dosing was selected, and infusion was initiated. Thirty (30) minutes after medication was started the pump indicated that the bag was empty. The screen on the pump indicated 37.5ml was stil to be infused; however, the bag was empty. The patient was on telemetry monitor throughout; no adverse effects were noted during remainder of stay. There was patient involvement however no harm. Additional information provided: prior to this infusion potassium (k+) 10meq/100ml was running through the same pump and lasted the expected 60min.

Manufacturer narrative:
Additional information: imdrf annex a, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the over infusion of magnesium sulfate was confirmed and replicated, and it was caused by one lifted bezel boss insert on the top left of the bezel assembly. Internal inspection of the bezel assembly found that the top left bezel boss insert being lifted. The bezel assembly date code was noted as november 2019 (not recall affected). All inspected parts were manufactured by bd. However, the presence of tamper-evident torque cement on the two (2) required mechanism screws on the bezel confirmed that it had not been altered after bd production or the san diego repair center. After testing, it was necessary to temporarily replace the bezel assembly on the suspect with a known good dchu bezel, laboratory test results confirmed the suspect pump module was within specification for unregulated flow and rate accuracy ((B)(4) error). The module operated as intended, with no signs of unregulated flow observed. The bezel material was determined to be manufactured with valox, with the date code 11/19 (november 2019), and was not impacted by the bezel boss recall. Occluder spring functional test observed no issues, and all tests passed, indicating the occluders and spring were functioning as intended. A review of the pump module error and event log showed no records on the reported event date. Review of the pcu event log, on (B)(6) 2025 at 11:29 pm, the pcu was powered on, the profile in use as identified as ¿critical care¿. At 11:40 pm, on channel b a guardrails drugs magnesium sulfate I was programmed for a two (2) hours duration with the following parameters: drug amount of 2 grams, diluent volume of 50 ml, concentration of 0.04gram/ml, rate of 25 ml/h, volume to be infused (vtbi) of 50 ml and dose of 2 grams. On (B)(6) 2025, at 12:11 am, the suspect pump module alarmed ¿air-in-line¿. Then the user pressed channel off with a primary volume infused (pvi) of 12.511 ml. Between 12:16 am and 12:18 am, the user selected channel b and restored the infusion. The suspect pump module alarmed ¿air-in-line¿. The user pressed channel off with a pvi of 12.591 ml. At 12:23 am, the user selected channel b and restores the infusion. The user pressed channel off with a pvi of 12.591 ml. The alaris¿ system user manual (v12.3.2), states: do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaristm system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (see inspection requirements on page 366). The device cases should only be opened by qualified personnel using proper grounding techniques. The administration set was requested but was not returned; therefore, it could not be inspected or tested. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the bezel assembly as it was disassembled during the investigation. Please replace the door latch assembly. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported over-infusion of magnesium sulfate was confirmed and is being attributed to a lifted top left bezel boss insert in the bezel assembly. Note that this report lists imdrf annex a0406, a09, g04090, c07, c16, d15, a040502, g02017, c0503, d08, a0401, g0405206, c23, d11, d0302, g04100, g04037, c0601, a1801, g04100 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.